Event description:
A surgical technician reported that the unit would not power on during a procedure. Additional information was received from a nurse at the facility reporting that the system shut down and could not be rebooted during a procedure. An alternate system was brought in and used to complete the procedure with no harm to the patient.

Manufacturer narrative:
A company representative examined the system. The reported event could not be replicated. No problems were found with the system. No parts were replaced. No additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate additional similar reports for this system. Root cause cannot be determined. (B)(4).